Event description:
Notified from representative j.c. That a patient with a fusion nail has loosening of the implant; confirmation that the femoral stem is loose in the proximal femur. Implanted on (B)(6) 2023. Possible revision with a custom device.